Event description:
The event was reported as: health care provider was attending to routine mouth care when it was noticed that the pt's bite-gard was no longer sitting in the right place. In an attempt to reposition it, the handle disconnected from the green plastic end. No pt injury reported. No further info available.

Manufacturer narrative:
Sample requested but not received yet. Evaluation report not available at time of this report.